Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse verified that customer calibrated with mg reagent lot 2656 on 03/21/2023 and calibration showed high optical density (od) reading. Also, quality control was ran on the two onboard magnesium reagent bottles and quality control (qc) failed for mg reagent lot 2656 bottle 2142 and quality control (qc) passed for mg reagent lot 2656 bottle 2141. Customer confirmed that low mg patient results were processed with mg reagent lot 2656 bottle 2142. Customer reviewed and verified qc results with mg reagent lot 2656 bottle 2141 and released low results. Customer discarded mg reagent lot 2656 bottle 2142 on 03/21/2023. The fse recommended customer that they validate the daily controls on all reagent bottles that are onboard. The customer repeated all patient samples with low magnesium results and obtained results considered correct by customer. The cause of the issue is attributed to use error. There is no evidence of a system malfunction. Beckman coulter quality assurance followed up with the fse on 05 april 2023. To date, no further information has been provided regarding the patients. The fse provided additional information on 10april2023. Patients were treated with intravenous fluid of one ampoule of 10 ml of magnesium sulfate 50%. This treatment began on 03/29/2023 and ended on 03/29/2023. These patients were already admitted to hospital. Complaint originator/fse confirmed no harm to patient due to treatment. The following patient results were provided: patient #1, sample ID: (B)(6). Mg: initial result: 1.4 mg/dl; repeat result: 2.2 mg/dl. Patient #2, sample ID: (B)(6). Mg: initial result: 1.3 mg/dl; repeat result: 1.9 mg/dl. Patient #3, sample ID: (B)(6). Mg: initial result: 1.2 mg/dl; repeat result: 1.8 mg/dl. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4). Refer to MDR 9612296-2023-00534 and MDR 9612296-2023-00535 which addresses the other affected patients.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse verified that customer calibrated with mg reagent lot 2656 on (B)(6) 2023 and calibration showed high optical density (od) reading. Also, quality control was ran on the two onboard magnesium reagent bottles and quality control (qc) failed for mg reagent lot 2656 bottle 2142 and quality control (qc) passed for mg reagent lot 2656 bottle 2141. Customer confirmed that low mg patient results were processed with mg reagent lot 2656 bottle 2142. Customer reviewed and verified qc results with mg reagent lot 2656 bottle 2141 and released low results. Customer discarded mg reagent lot 2656 bottle 2142 on (B)(6) 2023. The fse recommended customer that they validate the daily controls on all reagent bottles that are onboard. The customer repeated all patient samples with low magnesium results and obtained results considered correct by customer. The cause of the issue is attributed to use error. There is no evidence of a system malfunction. Beckman coulter quality assurance followed up with the fse on 05 april 2023. To date, no further information has been provided regarding the patients. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4). Refer to (B)(4) and (B)(4) which addresses the other affected patients.

Event description:
The customer reported the generation of erroneously low patient results generated magnesium (mg) on their au680 clinical chemistry analyzer. The erroneous patient results were reported out of laboratory and later they were amended. Customer stated treatment with magnesium was provided for three (3) patients due to the low results. The customer confirmed there was no harm or injury to the patients. The customer did not provide further information.